Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08695 inches. The insulin pump was programmed with a test guardian 3 link and a test plug. The insulin pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated to the programmed test values properly and displayed correctly on the display graph. The insulin pump was monitored for several days while connected to the test sensor and plug. No unexpected calibration not accepted alarms, change sensor/bad sensor alarms, or additional sensor related errors/alarms occurred during testing. The insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high and low blood glucose. The customer¿s blood glucose level were 53 mg/dl, 354-400 mg/dl at time of incident and current blood glucose level was 228 mg/dl. The customer¿s blood glucose level was over 500 mg/dl. The customer was treated with manual injection. Customer stated that they had high blood glucose in the last week because they had lowered his basal rates. Customer stated that they had a lot of problems with the pump and the sensors. The customer was advised to check the status screen and then visually inspect the reservoir. The customer was advised to disconnect from set and remove the reservoir from the pump. The insulin pump will not be returned for analysis.